Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Product ID: 8598a, serial/lot #: (B)(4), ubd: 24-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded morphine (unknown dose and concentration) via an implantable pump for spinal pain. It was reported on (B)(6) 2019 the patient's wife contacted the clinic reporting the patient was experiencing severe pain and symptoms of withdrawal. On (B)(6) 2019 the patient was seen in the hospital with altered mental status likely related to an anti-nausea medication with pain a 5/10. On (B)(6) 2019 the patient was transferred for a-fib (atrial fibrillation); pain was still a 5/10. The altered mental status and nausea resolved. On the same day, the patient reported increased pain and a seizure which they believed was related to the pump. On (B)(6) 2019 an x-ray revealed the catheter had migrated. On (B)(6) 2019 the patient was scheduled for a catheter revision. The catheter was spliced, replacing the spinal segment. A review of the hospital charts revealed the patient was admitted from the emergency department (ed) on (B)(6) 2019. The event resulted in in-patient hospitalization. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was increased pain/it opioid withdrawal. The device diagnosis was catheter migration. The patient's baseline weight was not measured. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported/anticipated.